Event description:
Pt under going for total knee replacement surgery. Upon drilling in with apex pin, estimated 0.5mm broke and left in pt left femur. The surgeon did not try to retrieve it. The surgeon checked the tip of the broken pin, he requested another apex pin to continue the surgery.

Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided on a supplemental report.